Manufacturer narrative:
(B) (4): follow up with the reporter found that the device has been removed from service. Customer was not sure if the device would be repaired anytime soon. The removed device has not been returned to physio-control for evaluation. Therefore, further investigation could not be performed. The cause of the reported failure is unknown.

Event description:
It was reported that the device was pre-maturely depleting the installed battery, since it was not turning off following the 3am self test. There was no patient use associated with the event.